Event description:
The reporter stated that he saw his doctor last month due to increasing pain and was told that his mesh is bad and need to come out because it migrated, came unstitched or deteriorated. He is having pain and suffering and his hernia has reoccurred.